Event description:
Surgeon implanted leopard cage through a port in a spinal mis procedure. There were no distractions of the disc space. While tapping the cage into position, a small piece broke off. The piece was removed and cage was left in place. There was no adverse pt consequence as a result of this event. As a compromised implant was left in place an MDR is being filed to document this event.

Manufacturer narrative:
The most likely cause of the event is excessive force placed on the cage during insertion. There is no distraction of the disc space in an mis procedure. Failure to distract places increased stress on the leopard implant. This was an off label use of the device. Malfunction was related to surgical application of the device.